Manufacturer narrative:
Implant and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), before clinical procedure, dropped from the implant driver.